Manufacturer narrative:
(B)(4). It should be noted that per the dexcom user's guide, the use of medication containing acetaminophen may cause or contribute to blood glucose inaccuracies. Additionally, diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. While the patient was in the hospital recovering from foot surgery, he experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter and a hypoglycemic event. Patient's blood glucose (bg) level was reported as 44mg/dl per the bg meter. A registered nurse administered the patient apple juice and crackers. It was further reported that the patient was using medication containing acetaminophen. At the time of contact, no additional event information was reported.